Event description:
Reportable based on device analysis completed on 24jan2024. It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. Upon insertion, the imaging core broke off inside the guide catheter. They were able to retrieve it and the procedure was completed by using a different device. There were no patient complications reported. Returned device analysis revealed that the imaging window was detached in the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window detached in the lap joint section.